Event description:
Peripheral IV placed for outpatient infusion tx. IV placed and confirmed to flush and have blood return at time of placement. When trying to use the IV for treatment 30 minutes later, IV is non-patent, will not flush, and will not draw back blood. The valve within the IV catheter itself seems to have stopped working; the microclave clear neutral connector was replaced, which did not fix the problem. IV catheter was a 24-gauge b-braun introcan safety 3 closed IV catheter (ref #4251127-02, lot# 24m26g8952).